Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the esa-5236, ultrablator, got a hole in it while in use on (B)(6) 2019 during an arthroscopic procedure. There was no reported patient or user injury or impact and no surgical delay reported. Additional requests for information were requested, however, were not received by the date of this initial filing. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of returned used device esa-5236 found that the coating (insulation) burned at the ablator head. The tip ceramic appears intact. The electrode appears to have been used based on the condition of the active electrode showing signs of activation. Excessive twisting forces may have attributed to the failure of the insulator inside a cannula or incidental hitting of another hard object. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding 8 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; electrodes must only be used in a conductive fluid medium to avoid insulation damage. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.